Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported 12 months post stent graft implant there is an endoleak of unk origin. The physician believes that the pt may have a large type ii lumbar endoleak. The pt has refused any further treatment. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval, results: (lack of info, unk cause of endoleak, and pt refused further treatment). Conclusion: lack of info (lack of info, unk cause of endoleak, and pt refused further treatment) pt refused any further treatment.